Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As stated, "I had total left hip replacement surgery. Recovery went really well and I was back on my feet and back to work for two weeks before something went wrong with my hip replacement. The ball socket part no longer sits in the setting properly and I need another surgery to replace it. Left hip.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). It was further identified that there was no dislocation and fracture occurred.

Event description:
Update 22 may 2019. Review of medical records states, on (B)(6) 2019, the patient underwent a left hip revision due to disassociation of the cup and liner, head and liner wear, pain, audible noise of the implants, and minimal amount of metallosis. The surgeon reported the head was not symmetrical in the cup but did not indicate a dislocation event within the revision operative note. On 31 mar 2019, a pre-revision evaluation indicated the patient did not have a dislocation event. The surgeon reported the liner was somewhat bent. There is no evidence of head or liner implant fracture. The surgeon noted no damage to the cup itself.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.